Manufacturer narrative:
(B)(4).

Event description:
The physician pre-dilated a lesion in the mid rca and implanted a resolute onyx drug-eluting stent to treat a dissection. Post-dilation was performed. It was reported that at the proximal edge of the stent (ostium of the rca), double layers of stent strut were observed. This was reported as a stent deformation, most likely due to the guide catheter. It was reported that the inner layer of stent area was only 3.0 mm squared. No patient complications were reported. Please note that this device (resolute onyx rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
The resolute onyx stent was implanted as to treat a plaque shift and not a dissection, as was previously reported.